Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging an error 5 meter issue message on the patient¿s onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by customer service. The patient reported that the error 5 message occurred at 7:30 am on (B)(6) 2017. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that at 9:30 am on (B)(6) 2017, she had eaten less food/drink than normal. She reported that 2-3 after the start of the alleged issue, she developed symptoms of ¿dizziness, sleepy and nausea.¿ she denied receiving any treatment for her symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first. The patient confirmed that her test strips had been stored correctly and were within expiry date and she described the correct testing steps. She was unable or unwilling to confirm whether the test strip completely drew in the sample. She was also unable to walk through a retest as she did not have testing supplies. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness, sleepy and nausea, after obtaining an error message on the subject meter and consuming less food/drink.